Event description:
It was reported, the unit had a burn hole in the foundation.

Manufacturer narrative:
Visual inspection of the unit revealed that the foundation had been burned by an external source, since no electrical component exhibited evidence of a burn. We also noted that several internal components had been bent or broken, and that the switch case and strain relief area of the electric cord had been melted by some external source. We concluded that this report was attributable to misuse on the part of the consumer.